Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (flatline signal) was confirmed. As received, the belt failed the incoming ECG fall-off test. Upon evaluation, there was a damaged connector pin in the cable connecting the distribution node and ECG electrodes a and b. The root cause of the damaged connector pin cannot be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that the signal on a patient's device was a flatline.